Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion with no tortuosity in the distal anterior tibial artery. A high torque command guide wire was advanced without resistance; however, the guide wire tip separated during advancement and the tip remains in the patient anatomy. The physician did not know what caused the tip separation. No attempts were made to retrieve the separated portion from the patient anatomy. The procedure was stopped by the physician. There was no clinically significant delay in the procedure. No additional information was provided.